Event description:
While the surgeon was inserting the locking screw, the driver tip was broken. S/he was not able to remove the broken piece and there was a piece left in the patient body. Report is related to 3025141-2025-00126.

Manufacturer narrative:
The reported screw was not returned for evaluation. Manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. Manufacturing and inspection records were reviewed, and no anomalies were found for the returned 1.5mm hex driver tip, locking groove (80-0728) examined visually under magnification. There are two primary fracture surfaces, both at approximately 45 degrees to the long axis of the driver, indicating potential torsional loading to failure. The fracture surfaces are dull and grainy in appearance, indicating a brittle fracture from a single overload event hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Based on the information received and due to unknown surgical conditions, the root cause could not be determined. Related submission name: 3025141-2025-00126.